Event description:
Customer attempted to descend a ramp from his van when suddenly and without warning the scooter allegedly flipped over, customer was ejected from the scooter and fell to the ground.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.